Event description:
It was reported that during an ileostomy reversal procedure the surgeon fired two tcr75 reloads for the first and second firing with no issues across the bowel. He then requested a third reload and when the tech handed the reload to the surgeon for the third firing when it was placed into the sterile field staples were sticking out of the reload. They handed him a fourth reload and staples were sticking out and the pan had separated from the plastic cartridge. They used a second device and completed the procedure. There was no other information; they did not use the two reloads on the patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload present. The reload was received with the 8 most proximal drivers up and the swing tab was found to be in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The device was tested for functionality and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.